Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the helix is bent, but extends and operates within specification. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and low sensing of r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.